Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-dec-22. It was reported that the pump was replaced on 2017 (B)(6). The issue was considered resolved.

Manufacturer narrative:
The pump was returned, and analysis found a motor gear train anomaly and corrosion and-or wear and-or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was indicated that the pump was delivering morphine [15 mg/ml] at 1.698 mg/day. The device was used in the patient and was intended for treatment. It was reported that the reason for removal of the pump was device-related, due to the motor stall. There was no patient death related to the event. It was indicated that no patient injury occurred. No dye or rotor studies were performed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 15mg/ml morphine at "1.7mg," via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump alarmed. The pump logs were read and it showed a motor stall occurred on (B)(6) 2017. It was reported the stall had not recovered. No actions/interventions were taken to resolve the issue. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted to be "alive-no injury." No further complications were anticipated/reported.